Manufacturer narrative:
A part of the mesh with excised tissue was returned for evaluation. The returned mesh was rated operating room damage. Unable to establish if product contributed to this event. Should additional information become available regarding this event it will be re-evaluated and a f/u report will be sent. Ams initiated a corrective action resulting from an internal quality systems audit to investigate the root cause regarding medwatch forms which had not been filed for these complaints. The investigation resulted in the need to file this medwatch 3500a form to address the corrective action. This is not related to any field action or product recalls.

Event description:
Information rec'd indicates a pt was implanted with perigee graft in (B)(6) 2005. The pt experienced vaginal erosion in (B)(6) 2009. A revision surgery in (B)(6) 2009 had a partial mesh removal.